Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the trigger/tensioner of the application instrument for sternal zipfix is not crimping that well according to the surgeon. It is unknown if the complaint condition was observed during a surgical procedure. Patient harm was not reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the trigger/tensioner was not crimping well. The repair technician reported the end cap was loose. Loose component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: gen 1 handle screw a (7), gen 1 handle screw b (7). This item was repaired, passed synthes final inspection on 15-oct-2015 and will be returned the customer upon completion of service and repair process. The evaluation was confirmed. A service history review was preformed: lot no.3783492: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 24-may-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Lot number unable to be verified. So DHR cannot be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.